Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was attributed to a defective ambient valve (B)(6). The correction consisted in replacement of the ambient valve (B)(6). In this case the failure did not occur during ventilation of a patient, but during pre-operational check, flow sensor calibration. There was no reported patient, user or third party harm. Based on the information available, this issue may have caused to a death or serious injury should it recur during ventilation of a patient.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).